Event description:
It was reported that on (B)(6) 2025, at 10:08 am, the surgeon discovered a leakage in the triple-lumen foley catheter indwelling in the patient. Upon careful examination, it was found that one end used to inflate the balloon was continuously leaking saline. Considering the risk of dislodgement, the catheter was replaced with a new one, and treatment continued. This did not affect the patient's treatment.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be failed to detect leakage related defect due to automated leak tester malfunction that can caused premature deflation on leakers. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, at 10:08 am, the surgeon discovered a leakage in the triple-lumen foley catheter indwelling in the patient. Upon careful examination, it was found that one end used to inflate the balloon was continuously leaking saline. Considering the risk of dislodgement, the catheter was replaced with a new one, and treatment continued. This did not affect the patient's treatment.